Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experience the high blood glucose. Customer¿s blood glucose level at the time of incident was 29.0 mmol/l. Customer¿s blood glucose level at the time of call was 14.8 mmol/l. Customer stated that their insulin pump was turned off due to low battery and then their meter got disconnected. Customer was assisted with connecting meter to insulin pump. It was unknown that auto mode feature was active or not at the time of event. Customer declined the troubleshooting for high blood glucose. The device will not be returned for analysis.